Event description:
Malfunctioning of the stent hardware. Description of operation: after appropriate preoperative eval, after obtaining proper informed consent, the pt was taken to the operating room and placed on the operating table in supine position. General anesthesia was maintained. The pt's chest, abdomen, and bilateral lower extremities were circumferentially prepped and draped in a sterile field. An open cut down exposure of the right femoral artery system was provided. There was very hostile groin anatomy secondary to previous surgical intervention and previously known (B)(6) infections. The right common femoral profunda branches were gently mobilized. Systemic anticoagulation with heparin was achieved. The right inferolateral artery was cannulated, and a guidewire placed under fluoroscopic control. Percutaneous cannulation of the left femoral artery was performed, and a guidewire also placed into the descending aorta under fluoroscopic control. Sheath exchange was performed and eventually we placed a 20-french sheath in the right into the lateral artery and the 12-french sheath in the left contralateral artery. Angiography was performed and anatomical landmarks were delineated. A gore excluded stent graft was then placed into the main trunk and its lateral limb. This was subsequently deployed. The contralateral gate was cannulated and a contralateral iliac limb was placed and deployed. There was noted a malfunction of the left contralateral iliac limb deployment device and this required a very technically complex and tedious surgical and guidewire manipulation to eventually extract this dislodged portion of the stent deployment hardware. Note, this has been examined by the gore rep and it was felt to be a defect in the deployment system and this info, as well as the deployment catheter itself, has been remained, to be submitted to the gore company for analysis. We were able to successfully remove this portion without complication. The right iliac extension was also placed after selective marking of the bilateral hypogastric arteries. The entire system was balloon dilated with a coda occlusion balloon. During the complex retrieval of the retained malfunctional stent catheter, it did appear that the entire bifurcated system did migrate distally. Reevaluation with angiography was performed, and in order to completely ensure obliteration of the proximal neck of the aneurysm, an aortic extension cuff was placed and delivered via the 20-french right femoral artery sheath. Completion angiography was performed and due to the evidence of possibility of a type 1 endoleak, we felt it in the pt's best interest to place an add'l proximal cuff, which was completed in standard fashion. This again was balloon dilated, and final completion angiography reveals what is felt to be no evidence of a type 1 endoleak. There does appear a small, probable type 2 endoleak that is felt to be insignificant at present and will hopefully resolve with reversal of anticoagulation and after postoperative recovery. This will be followed with CT angiogram vascular surveillance stenting as per routine. All catheter and sheath hardware was then removed in standard fashion. The right femoral arteriotomy was closed with interrupted 5-0 prolene suture. Antegrade flow was restored. The percutaneous sheath system was removed from the left system, and hemostasis was achieved with digital pressure control. The right groin wound was rendered hemostatic and close as per routine. Sterile dressings were applied. The pt was transferred to the pacu in critical condition, having tolerated the procedure well.